Event description:
71 yr old female admitted on 1/15/97 with diabetes mellitus, congestive heart failure, and deep vein thrombosis. 1/15/97 - dr's order for IV heparin drip started. 1/19/97 - IV heparin drip at a rate of 9.4 ml/hr = 470 units infusing. Nurse obtaining IV count noted pump reading 34.9 ml infused, but 100ml out of bag. Pt had bloody stools, hemoptysis, and active bleeding from vena cava filter site and pt became lethargic and unresponsive. Pt was sent to ICU and treated with blood coagulants and was transferred out of ICU on 1/21/97 fully responsive without any further injury.